Manufacturer narrative:
(B)(4). Complaint was not confirmed. Visual examination of the returned locking bar identified nicks and gouges. X-rays were provided and reviewed by a healthcare professional; however, images were not sent for further review since they are from one-month prior to the complaint and a backed out locking bar cannot be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that the patient has underwent an initial left knee arthroplasty. Three months later, the patient returned to the hospital due to knee pain, and found the locking bar had backed out.